Manufacturer narrative:
H.6. Investigation: a review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10

Event description:
It was reported that research and development tested 2 bd vacutainer® ppt¿ plasma preparation tubes k2e for draw volume, and they did not fall within specifications, underfilling below 6.89 ml during use. This complaint was created to capture the (B)(4) of (B)(4) related incidents. The following information was provided by the initial reporter: during r&d testing, we have identified instances where the tube draw volume was outside of our specifications. The specific product sku and batch numbers where this occurred are listed below. Event date awareness date catalog # batch # observation (B)(6)2019 (B)(6)2019 362799 9036646 draw volumes below 6.89ml (0.73 & 5.86ml

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that research and development tested 2 bd vacutainer® ppt¿ plasma preparation tubes k2e for draw volume, and they did not fall within specifications, underfilling below 6.89 ml during use. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: during r&d testing, we have identified instances where the tube draw volume was outside of our specifications. The specific product sku and batch numbers where this occurred are listed below. Event date: (B)(6) 2019, awareness date: 12 jun 2019, catalog #: 362799, batch #: 9036646, observation: draw volumes below 6.89ml (0.73 & 5.86ml.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that research and development tested 2 bd vacutainer® ppt¿ plasma preparation tubes k2e for draw volume, and they did not fall within specifications, underfilling below 6.89 ml during use. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: during r&d testing, we have identified instances where the tube draw volume was outside of our specifications. The specific product sku and batch numbers where this occurred are listed below. Event date, awareness date, catalog #, batch #, observation: on (B)(6) 2019, 12 jun 2019, 362799, 9036646, draw volumes below 6.89ml (0.73 & 5.86ml.